Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that premature battery depletion was suspected on the device. The device was explanted and replaced and the patient was in stable condition with no adverse consequences.

Manufacturer narrative:
Additional information: premature battery depletion was confirmed from the analysis. Upon receipt, the unify assura device was unable to establish communication with the programmer due to low battery voltage. A longevity calculation was performed and the device did not meet its overall expected longevity. The device was functionally tested on the bench and no sources of high current were noted. From the analysis, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Please note that st. Jude medical (now abbott) issued a medical device advisory dated 11 october 2016 addressing the issue of premature battery depletion in association with a certain subset of our medical devices. The serial number reported is affected by this field action. Information on the advisory can be found online (www.cardiovascular.abbott/us/en/hcp/resources.html).